Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient received an artificial urinary sphincter (aus) back in 2019. At some point after that the patients received radiation, due to this the suspected cause for his return of incontinence was urethral atrophy caused by radiation. The atrophy is suspected to reduce the girth of the urethra and made the cuff not operate appropriately. The patient was evaluated in the clinic through visualization and palpating and a replacement surgery was performed in which the aus was removed and replaced with an appropriate size cuff for his anatomy. This patient is expected to fully recover.